Event description:
The customer reported a burnt fiber optic. No patient injury was reported.

Manufacturer narrative:
No sample returned for evaluation. There are 2 things that are required for the tip to deform: high illumination levels and opaque material on the surface that occludes the illuminated tip. The surface absorbs the light energy and heats up to the point that the acrylic fiber stress relieves into the deformed shape. We have not been successful duplicating the issue if there is any conducting material or liquid on the tip surface at any settings. The issue has been duplicated in air at high illuminator output settings greater than 10 lumens. It has been determined that the ahbi operator's manual sufficiently warns users about the above issue by stating "avoid prolonged operation of any fiber probe in air at output setting greater that 50% (or 10 lumens). The may result in fiber probe deformation that may cause patient injury". A review of complaints for the last 24 months did not indicate any additional reports for this system. There were no samples returned for evaluation and no additional information provided by the affiliate related to the reported event. For this reason, there is insufficient information to replicate or confirm the reported event and the root cause is therefore unknown as this time. The report was mailed to FDA on : 08/15/2008.